Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the capsule was unable to support the lens during the procedure. The lens was removed and replaced with the same model lens. There was no incision enlargement but suture(s) were placed. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
The lens was not returned for evaluation. Therefore, a product evaluation could not be conducted. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the exact root cause of the event could not be conclusively determined. However, the most probable root cause is "patient related" since the capsule was too weak to the support lens.